Event description:
It was reported tissue shearing occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During the initial deployment of the 31mm closure device, the physician attempted to deploy, and the device seemed to fall out the appendage into the left atrium. The physician attempted to reenter the laa from the la with the flx ball but was having difficulty. The physician decided to reload a pigtail into the sheath and reattempt deployment with a new device. Imaging was provided of the laa and it was noticed that there was tissue shearing of the left atrium on the anterior wall. The patient was stable, and the physician wanted to proceed with a second attempt at deployment with the new device. After the second 31mm closure device was deployed, position, anchor, size and seal (pass) criteria was met, the device was successfully released. Tissue shearing was still visible on anterior wall. The patient was hemodynamically stable and follow up imaging was performed the following day prior to discharge. The tissue shearing was still present on the transthoracic echocardiogram (tte) the following day; however, no intervention was required, and the patient was discharged home.